Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 402 mg/dl and 123 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The readings precision complaint was not confirmed and no new issues were observed. Device evaluation on the returned meter discovered that all results were within the range specification. Additionally, the reported readings of 402 mg/dl and 123 mg/dl were not found in the device's internal memory log; however, readings of 403 mg/dl and 124 mg/dl were found in the device's internal memory log within 10 minutes.